Manufacturer narrative:
Unit unable to prime during the prime/delivery test and compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot. Cracked reservoir tube lip, reservoir tube cracked.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was 171 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.